Event description:
On (B)(6) 2016 a sales representative from johnson and johnson called to report that a patient (pt) was diagnosed with a corneal ulcer while wearing an acuvue brand contact lens. The representative reported that the pt had worn a "variety of different contact lenses (cl), pt was non-compliant with different lenses, knows the pt fell asleep with the cl." The representative reported that the pt was an employee at an eye care professional's (ecp) office. The representative reported that the pt was treated by the ecp and was recovering. On (B)(6) 2016 a call was placed to the ecp's office and a representative reported that the pt was diagnosed with a corneal ulcer while wearing trials of the 1 day acuvue oasys and was treated by the ecp last week. The representative reported that the pt was seen today and "there was no more infection." The representative reported that the pt "has some scarring." The pt was instructed to wear glasses for three more days. The representative reported that the lot number and the suspect product were discarded. The representative also reported that the pt slept in the lenses. It was also reported that the pt experienced eye swelling and had difficulty in removing the lens. The representative reported that the corneal ulcer was peripheral and infectious. The pt was treated with an antibiotic, but reported that he/she did not have the name of the medication. The pt's medical records were requested for additional information. On (B)(6) 2016 a call was placed to the pt's treating ecp and additional information was obtained as follows: the pt was wearing acuvue oasys brand cl, not the 1 day acuvue oasys brand cl when the pt was diagnosed with the corneal ulcer. The pt was seen for a fu visit and the issue had resolved. The pt was reported to have "some peripheral scarring." It was reported that the pt had returned to cl wear and was currently wearing the acuvue oasys brand cl. The pt's medical records were requested from the ecp's office on multiple occasions, but they have not been received. The affected eye is unknown. The date of the event is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.